Event description:
It was reported in a service report, the bed had no functions. No adverse consequences were reported.

Manufacturer narrative:
Result: failure could not be determined, bed was replaced with a new bed.